Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using two proglide devices with a 6f sheath after a left hearth catheterization interventional procedure. Reportedly, no suture was present when the plunger of the first proglide device was removed. A second proglide device was deployed; however, when the suture limbs were trimmed, after knot advancement, arterial bleeding was observed. Fifteen minutes of manual arterial compression were applied and a femostop was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.